Manufacturer narrative:
(B)(4). The covidien tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended to replace the touch frame and front housing. Covidien was not authorized to service the device.

Event description:
It was reported that an 840 ventilator had had a touch screen blocked. The ventilator was not in use on a patient at the time the malfunction occurred.